Manufacturer narrative:
One device was returned for analysis. Visual inspection showed that the device was slightly worn. The tamper seal was not broken. Review of the event history log (ehl) showed a downstream occlusion alarm. An occlusion test was performed and the reported issue was not duplicated. The occlusion test showed that the pump alarmed in between the parameter. The cause of the reported issue was unknown. As a result, the device was re-calibrated. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown

Event description:
It was reported that the pump exhibited an over pressure alarm. It is unknown if there was patient involvement, no adverse patient effects were reported.